Event description:
It was reported that patient presented to the or for device change-out procedure. During implant, post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made but oversensing was still present. Lead was explanted and replaced. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.